Manufacturer narrative:
H10: internal complaint reference: (B)(4).h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. One side of the suture capture has been disconnected from the upper jaw and was not returned. No other visual deficiencies. A functional evaluation revealed the jaw will close and the suture passer needle will deploy when the trigger is initiated. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, when passing the suture through the meniscus and the firstpass was removed from the joint, the upper jaw was fell off. The procedure was successfully completed using a back-up device. There was no surgical delay and no further complications were reported.